Event description:
It was reported that, on (B)(6) 2015, the device could not be interrogated and did not react to magnet application. The device was replaced on (B)(6) 2015.

Event description:
It was reported that, on (B)(6) 2015, the device could not be interrogated and did not react to magnet application. The device was replaced on (B)(6) 2015.